Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery tests were unable to be conducted due to compromised force sensor system alarm. The history anomaly was unable to be tested due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, broken belt clip slot, missing endcap sticker and cracked case.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 209mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.